Manufacturer narrative:
Manufacturing reference number is not reportable at this time. Surgical intervention was not necessary for this lead. It remains implanted and functional.

Event description:
Additional information indicated that the t11 lead had high impedances on all contacts and therapy was ineffective. Surgical intervention was undertaken wherein the t11 lead was explanted and replaced. During procedure, the impedance on the other lead cleared, and in turn, no surgical intervention was taken on that other lead, and it remains implanted and functional. Therapy was restored.

Event description:
It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. X-rays indicated the t11 lead was fractured. Two drg leads are not working. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8433172.